Manufacturer narrative:
Correction: section d4 (catalog and lot #, gtin). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history and risk management file some of the possible causes are: implant was weakened / damaged when implanted, position of implant is incorrect, misdrilling, mechanical overstressing, inadequate strength, weak areas, traumatic overload, inadequate load or support. Patient¿s medical records suggest that the patient was obese (bmi: 26.1), this condition can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself , so based on this fact, it can also be one the possible causes. General aspect: revision surgery due to implant failure (cut out, implant breakage) is a typical complication of proximal femoral nailing. This harm does not primarily depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primarily the respective surgical technique. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The IFU clearly states that: ¿¿ obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's left femur was revised due to metal fatigue causing the gamma nail to break at the junction with the lag screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient's left femur was revised due to metal fatigue causing the gamma nail to break at the junction with the lag screw.